Manufacturer narrative:
The sl-10 microcatheter was returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition except for under the resistive heating coil section where a copious amount of a blood, protein, and contrast mixture was found. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. It is confirmed that the coil underwent an unintended detachment. The sl-10 microcatheter was returned and passed inspection. The sl-10 microcatheter did not contribute to the complaint event. The coil was located 12.0 centimeters off the distal tip of the microcatheter and was pushed out with a guide wire. Note the copious amount of a blood mixture encompassing the coil. A blood plug has doubled over at the distal tip which may have blocked coil advancement and anchored the coil in place. Post-cleaning shows that the coil was returned undamaged, no detachment fiber adhered to the coil¿s socket ring, and the detachment fiber is intact against the heating surface and shows stretching. No manufacturing defects were found. The complaint of the coil¿s premature and unintended detachment inside the microcatheter is confirmed. The coil¿s detachment was mechanical in nature. While the exact root cause of the coil¿s unintended and mechanical detachment cannot be determined, the returned evidence shows that a copious amount of a blood mixture encompassed the stuck coil. It is possible that this blood clot prevented the coil from advancing and may have anchored the coil in place (as was found) and when the device positioning unit (dpu) was retracted, the anchored coil had a premature and mechanical detachment from the dpu via the detachment fiber which was found stretched. If a consistent flush was not utilized during the procedure, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿to achieve optimal performance of the codman microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the codman microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems.¿ in addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported when the embolization of an arterial-venous malformation from the right vertebral artery was started the galaxy g2 device (641cf0510/p10014) could not be detached, therefore it was pulled back into the excelsior sl-10 micro-catheter (details unknown) and detached. During this movement it peeled off (coil in the micro-catheter) and it was removed together with the catheter. To continue the operation a new micro-catheter was used (excelsior sl 10) and then the surgery was finished without any additional consequences. At the time of initial contact the product was available for return. An adequate continuous flush was maintained through the microcatheter. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance at any time during advancement of the coil through the microcatheter. Prior to this coil no other coils went through the same microcatheter.